Event description:
It was reported that the pump, catheter connector and spinal portion of the catheter were explanted due to infection. The report indicated that the infection was at the pump pocket site. The hcp believed that the site became infected, due to the pt scratching at and underneath the dressing. Specific pt symptoms were not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.